Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported the patient presented with a dislocated bipolar shell. The surgeon attempted to reduce and the shell dislocated from the 28mm head. A revision surgery was performed to remove the construct.